Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) did not cross the tortuous 90 percent stenosis lesion. The sds was then pulled back into the guiding catheter. The stent became caught in the guiding catheter and separated from the sds. This event is being reported based on the investigational analysis.